Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately 39 months after xience stent implantation in the mid-right coronary artery(rca), the patient experienced angina and had a positive functional ischemia study. The patient underwent revascularization of the 80% stenosed lesion in the distal rca. The physician wrote that the xience stent in the mid-rca was patent. No additional information was supplied.